Event description:
When I had a small cut I needed a bandage. I purchased (B)(4) brand bandage. When I removed it the skin under the taped area was red and inflamed. I have used the brand for years and never had this reaction until this box. Product box shows made in (B)(6). Concern that adhesives have industrial wastes or some substance which is hazardous. Have used for years and this is my first reaction. Date the person first started using the product: (B)(6) 2016. Date the person stopped using the product: (B)(6) 2016.